Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which was not functioning. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the motor would not turn on and low pressure alarm appeared. The issue was resolved by replacing compressor with motor. The issue was decided to be reported as it may lead to stop of ventilation. The defective part has not been returned to the factory for further evaluation. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).